Event description:
It was reported that during a lap. Sigma procedure the first device was being used and the safety lock, the surgeon found the usage not easy going. When opening the device unformed staples fell out of the device. The donut was not completely cut. The second device all went unfortunately the leakage test revealed a leak, but not due to the device failure. It was due to the lack of tissue. The third device : converted to open, all went well. One device to be returned.

Manufacturer narrative:
Date sent: 04/29/2008. Info anticipated, but unavailable at this time.